Event description:
Additional information received indicated that entire system was explanted and that the patient was doing fine.

Manufacturer narrative:
Lead: lot# unknown, serial# implanted: explanted: extension: serial# unknown implanted: explanted: (B)(4).

Event description:
The patient experienced no stimulation sensation due to her device becoming overdischarged for the first time. The cause of the over discharge was patient compliance. She did not use the device system for the past few months due to the lead not working. A physician mode recharge (pmr) was successful and the ins recovered from the overdischarge. She underwent surgical intervention and had the ex tension replaced. It was then decided that she was going to have her entire device system removed on (B)(6) 2012. Additional information has been requested.